Manufacturer narrative:
H3: product analysis of ped2-475-20, lotno:b241754 ¿damage location details: no bent or kink was found with pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad or with the proximal bumper. The braid was returned already detached from the pusher; therefore, the proximal and distal ends could not be identified. The distal and proximal ends of the pipeline flex shield were found fully opened and damaged. No other anomalies were observed. ¿conclusion: based on the analysis findings, the pipeline flex shield was not confirmed to have failure to open at distal as the distal and proximal ends of braid were found fully opened and damaged. However, the root cause for damage could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that after the doctors discovered that the pipeline was not opening at the distal end, they resheathed and unsheathed two times and there was still no opening in the distal end of the shield. The pipeline was more than 50% deployed when it failed to open. The doctor decided to resheath and remove the pipeline shield and replaced it with a pipeline vantage to complete the procedure successfully. The post procedure angiographic result showed that the second pipeline was deployed successfully in an ideal location. The pipeline device was not used for an off-label use. The pipeline and any accessories were prepared as indicated in the instructions for use (IFU). The pipeline was resheathed and removed with the microcatheter. No patient symptoms or further complications were reported as a result of this event. The patient was undergoing surgery for treatment of a carotid cavernous fistula at the left internal carotid artery. The landing zone had a measurement of 4.8mm proximally and 3.7mm distally. It was noted the patient's vessel tortuosity was normal. Dual antiplatelet therapy (dapt) was administered. Ancillary devices include a phenom 27 microcatheter.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.